Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on. In addition, she stated she is unable to insert a test strip into the test port because the port is "sticky." The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issues occurred on (B)(6) 2012, at approximately 5pm. She reported that her grandchild spilled soda over the subject meter which caused the test strip port to become sticky and the meter to not power on. The patient reportedly manages her diabetes with metformin pills, 500mg 2x per day and continued with her usual dose of medications at 5pm after the alleged issue occurred. At an unspecified date/time, the patient reportedly developed symptoms of "severe headache, lethargy and almost passed out." She was reportedly taken to the emergency room (ER) on (B)(6) 2012 at approximately 12:30pm and was treated with an unknown type and dose of insulin through an IV. She was also given a 500mg metformin pill. She states her blood glucose was checked after 12:30pm that day, using a hospital device (unknown type), and gave a reading of ">200mg/dl." It is not known if the patient was released from the ER that same day. It was noted during the initial call that the meter was not being used for the first time. The issue could not be resolved and a replacement product was sent to the patient. This complaint is being reported because the patient allegedly was unable to use the subject meter due to the reported misuse/trauma of the device. As a result of not testing, the patient required treatment for an acute complication of diabetes from a health care professional (hcp) after the reported issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.